Manufacturer narrative:
(B)(4). Correction. Report submitted in error. Please see MFR 3004753838-2017-111763, follow-up number 001.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No share log data was available for review. The confirmation of the problem was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log was performed and passed. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.